Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported inflation issue was confirmed as a longitudinal rupture was noted on the retuned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the noted balloon rupture; however, the reported inflation issue appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the left anterior descending (lad) artery. A 2x15mm mini trek balloon dilatation catheter (bdc) was advanced to the target lesion and inflation was attempted, however the balloon failed to inflate. The bdc was removed and re-inserted but still failed to inflate. There was no adverse patient effect and no clinically significant delay in the procedure. A new mini trek bdc was used to successfully complete the procedure. Returned device analysis noted a balloon rupture. No additional information was provided.